Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that this pacemaker had recorded many episodes due to noise that was being oversensed on both the right atrial and right ventricular leads. The oversensing was causing pacing inhibition and the patient is pacemaker dependent. There was one episode that resulted in more than two seconds of asystole. The patient has not been symptomatic. All lead measurements have been stable and the pacing thresholds on the ventricular lead were at 1 volt. Boston scientific technical services was contacted and a ts consultant discussed additional troubleshooting that could be performed to determine the source of the noise and test the system integrity. No adverse patient effects were reported. No additional information is available at this time. Once any additional information becomes available, this report will be updated. It is unclear if this is the ra or the rv lead.